Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental record will be filed.

Event description:
Customer called to allege she was going down the ramp on monday and the chair stopped and she fell onto the asphalt. She was able to re acclimate and get the chair working again and got her home.